Event description:
Approximately 5 months after the patient underwent alif with implant of 13mm peek spacer, 41mm sacral atb plate and locking screws at l5-s1, the lower sacral screws appear to be broken mid-shaft inside the vertebral body. Surgeon has no plans to remove the plate and screws, but will place pedicle screws posteriorly.